Event description:
The customer reported that the burette chamber of the clearlink buretrol solution set cracked when priming. The nurse was attempting to prime with the chemotherapy drug cytoxin by squeezing the burette chamber of the product, and it cracked lengthwise. There was about 60ml in the burette chamber when it cracked. The crack caused the chemo drug to spray onto the patient and the patient's parents. The condition of the patient and the patient's parents is unknown. The customer has been informed by the baxter sales representative (bsr), during an onsite visit on 07/29/2010, that per the label copy, the drip chamber should be squeezed to prime and not the burette chamber. Per the customer, squeezing the burette chamber to prime is common practice at their facility. The bsr reviewed the label copy with the customer and requested only the drip chamber be squeezed. No additional information is available.

Event description:
It was reported that during a cholecystectomy procedure, the surgeon operated on a (B)(6) female patient with three trocars. The nurse tried the first ligamax before giving it to the surgeon, the first five clips failed, the sixth clip was successful, she then handed the instrument over. The surgeon introduced ligamax and placed it on the arteria cystica, place the clip but could not open the instrument. He tried to remove instrument but did not manage it. Arteria cystica began to bleed. Surgeon told the nurse to open a second instrument. Finally, he decided to convert the case from laparoscopic to open, because bleeding did not stop.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(6).

Manufacturer narrative:
(B)(4). Lockout fired through. Device b: batch # g9jf09 mfg date: 2/15/2010 exp date: 1/15/2015. (B)(6). The analysis results found that device (a) was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The analysis results found that device (b) was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. In addition, the orange indicator was overtraveled. The batch record was reviewed and no anomalies were noted during the manufacturing process.